Event description:
It was reported to philips that the system was unable to boot. The device was outside use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. The onsite philips field service engineer (fse) inspected the system and confirmed that reported problem. After reviewing the log, it confirmed the reported malfunction. During troubleshooting, fse found that the 24-volt power supply was damaged. To resolve the issue fse replaced the pdu fan tray and dcps and return the part for further analysis it showed the pdu fan tray failure was due to defects in the axial flow fan, psu mains input cable, fan tray interconnection board, and power supply. After some repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome.